Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport ti implantable port with 8 fr s/l chronoflex catheter was returned. A visual and tactile evaluation was performed. Multiple access to the port septum was noted. The catheter was noted to be broken at approximately 8cm of length, with the distal portion not retuned for evaluation. Depth markings were noted to be completely worn off throughout the tubing length. The distal end of the break exhibited multiple longitudinal splits with slight discoloration and an overall flattened tube section measuring approximately 1.1cm in length. The tactile evaluation showed slight necking from increased elasticity in the distal end zone of the multiple splits. Therefore, the investigation is confirmed for the reported catheter break; specifically due to pinch-off. While catheter pinch-off can be confirmed, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Possible contributing factors include chemical degradation, use conditions and/or mechanical factors due to implant site. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the catheter allegedly broke in two pieces, where the distal end (port stem) migrated intra-cardiac and was surgically removed. It was further reported that the port chamber was also removed. The patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the catheter allegedly broke in two pieces, where the distal end (port stem) migrated intra-cardiac and was surgically removed. It was further reported that the port chamber was also removed. The patient status is unknown.